Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and pump time was inaccurate. Pump supplies were change to resolve occlusion; customer's blood glucose (bg). There was no reported impact to customer's blood glucose. Contact did not provide further information regarding the occlusion and inaccurate time. Contact declined further follow up.